Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation. Pt had been dislocated for a considerable period of time. The ceramic head, when removed, was found to have a silver coloration, thought to be from head rubbing against outside of cup.